Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir had a leak at the valve opened up on reservoir. Customer's blood glucose value was 280mg/dl. The reservoir will be returned for analysis.